Event description:
Synergy china registry. It was reported that subject was diagnosed with coronary atherosclerotic heart disease. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 90% stenosis and was 51 mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and followed by the placement of 3.00 mm x 28mm and 2.50 mm x 28 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The next day, the subject was discharged. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized for further treatment. Medication was given to treat the event. Four days later, the event was considered to be recovered/ resolved and the subject was discharged.